Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the surgeon had removed the lead from the battery, dried it off with a gauze pad and then reinserted it back into the lead four times without the torque wrench tightening the battery to the lead. It appeared the screw would not attach or secure in place, therefore they continued to have abnormal impedances. The cause of the lead to screw into the battery was not determined and the battery would be returned to the manufacturer. No patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative reports physician went to screw the lead into the battery and he was unable to, it wouldn't tighten down or torque. Another ins (stimulator) was used instead. Symptoms reported were no medical symptoms. Event date: (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacture representative (rep). Rep confirmed which patient is involved with event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.